Event description:
It was reported that during a coronary stenting treatment procedure, the guidewire stuck on the stent delivery system (sds). Te physician successfully placed a promus 2.5x18mm stent to an unknown lesion. Upon removal of the stent delivery system (sds) , the iq guidewire caught on the sds and started coming out too. The physician was able to remove the sds with the iq guidewire still intact. The physician attempted to place a 2.75x23mm promus stent, but while trying to pass through the previously placed stent, the sds seemed to be caught on the iq guidewire again. The physician then removed the undeployed stent and the guidewire. The iq guidewire was replaced with a non bsc guidewire and a 2.5x8mm non bsc bare metal stent was placed successfully. No patient injuries or complications were reported. Patient status post procedure is noted as ok.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.